Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that caregroup alarms were not popping up on all units. It is not known why the pop-up was not working when set up by unit there was no adverse event or patient harm reported.